Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿gear train anomaly ¿ stall due to shaft/bearing¿. There was slight corrosion on gear wheel 3. There was residue and shaft wear on the upper shaft of gear 2.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received via a company representative indicated the patient&#38112;device was returned and replaced.

Manufacturer narrative:
Conclusion: is no longer applicable for this event.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer, company representative, and healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl (concentration 30mg/ml; dose 25.001mg/day) and bupivacaine (concentration 10mg/ml; dose 8.334mg/day) via an implantable infusion pump. Patient history included non-malignant pain and other chronic/intract pain (trunk/limbs). There were 3 pump motor stalls with recoveries in the pump logs since (B)(6) 2015. The pump was interrogated which confirmed the motor stalls and recoveries. The cause of the motor stalls was unknown. The patient experienced a sudden slight increase in pain. The patient called to see the physician on (B)(6) 2015. On an unknown date the company representative silenced the motor stall alarm. The issue was not resolved. It was indicated that the pump was explanted. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.